Manufacturer narrative:
The initial MDR 2432235-2012-00085 was filed on 3/23/2012. Additional information: (9/12/2013): siemens has investigated the incidence of false positive patient sample results obtained on the immulite toxoplasma igg assay and conducted two extensive patient sample studies. The investigation found that the results of the patient samples on the immulite instrument obtained between two different lots of reagent for the toxoplasma igg assay showed 99.6% agreement. A subsequent study between three different lots of reagent showed 100% agreement. Both studies have confirmed that the toxoplasma assay is meeting specificity claims.

Manufacturer narrative:
The cause for the discordant toxoplasma igg result is unknown. No issues were seen with other samples. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, false positive immulite 2000 xpi toxoplasma igg result was obtained for one patient sample. There was no known report of treatment given or withheld based on the discordant, false positive toxoplasma igg result.